Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The hypotube is kinked 99.6cm from the hub. Microscopic examination of the device revealed that the balloon has a pinhole at the markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred.a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.